Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was sent to the supplier and evaluated. The customer reported an issue of having a blemish, per evaluation report it can be verified, therefore this complaint can be confirmed. It was found during evaluation that the distal tip and optics were damaged. Moreover, the optics was cloudy/foggy. The objective and objective window were replaced. Internal cleaning was also carried out. User mishandling is a possible root cause of the reported failure. Other than that we cannot discern a definitive root cause for the reported issue. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/14/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that the arthsco,4/140_30_qik/strkr hub was stated to have a blemish. It was stated that the physician was able to complete the case using the scope with no patient harm or delay.